Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically, tactile and visually inspected. Functional testing revealed the device ran within normal range, without any leaks from the pump, issues or alarms; however, there was a leak in the catheter. The shaft was microscopically inspected where it leaked and it was revealed that there was a hole in the shaft 35cm distal of the strain relief. Inspection of the device presented no damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft hole was attributable to handling of the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based off of analysis on 4june2018. It was reported that an unspecified issue occurred with the pump of the device. A spiroflex® angiojet® thrombectomy set was selected for use during a percutaneous transluminal coronary angioplasty procedure. However during preparation outside of the patient's body, the physician noticed an issue with the pump system. The issue did not permit continuing device priming and procedure. No patient complications were reported. However, device analysis revealed a hole in the shaft 35cm distal of the strain relief.